Event description:
It was reported that a lift fell over as the care taker was transferring the patient. The user fell and fractured his tibia. Should additional relevant information become available, a supplemental report will be submitted.